Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer¿s blood glucose level. Customer contacted support and received assistance in resetting the pump. The issue did not recur, allowing customer to continue using the pump without further problems.